Manufacturer narrative:
Initial reporter full facility name provided(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter balloon was inflated, the thermistor was slightly protruding and thought this was within the acceptable range, but since there had been complaints, so filed a complaint.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (4) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngkn0583. The third photo shows an enlarged image of the catheter balloon with inflation. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted that the balloon was inflated prior to the start of this evaluation. Further inspection noted no other defects and no protruding of the thermistor wire down the length of the catheter. Inflated balloon with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Deflated balloon passively and successfully in 1 minute and 10 seconds with no cuffing or protrusion noted. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter balloon was inflated, the thermistor was slightly protruding and thought this was within the acceptable range, but since there had been complaints, so filed a complaint.